Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. The healthcare professional name: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275cc and experienced rupture on the right breast implant and bilateral capsular contracture. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 255cc on (B)(6) 2020. This medwatch is for the left side.

Manufacturer narrative:
On 3/23/2020, a manufacturing record evaluation was performed for the finished device 5621216 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).